Event description:
It was reported that the customer was hospitalized for 2-3 days; specific dates, details and nature of hospitalization were not provided. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.